Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was having problems with their device and need assistance to check it. It was reported that the patient wasn't feeling stimulation. They tried increasing the stimulation but this didn't resolve the issue. Their programmer showed that stimulation was on and the ins/patient programmer batteries were full. The patient only had group a and one program and no other additional programs or groups to try. Increasing/decreasing the amplitude didn't resolve the stimulation- they increased it to 9.0 and didn't feel stimulation. They were advised to follow up with their healthcare provider to have their device checked and for programming. No further complications reported. Additional information was received from a health care provider (hcp) via a manufacturer representative on 2018-may-03. It was reported that the patient was unable to get their stimulator on even with a full battery charge. The patient programmer indicated that it was turned on. Additionally, there was a complaint that the battery site was sore on one spot. An impedance check found that all contacts on the right lead showed higher than 10,000. The manufacturer representative was able to reprogram using the left lead and this provided similar stimulation coverage. The top right corner of the battery pocket protrudes a bit. The health care provider (hcp) was requesting that the patient use the new programming for a while and report back at their leisure about the relief results. At that time they will decide how to proceed regarding the pocket issue. It was unknown what environmental factors may be associated with the event. It was noted that this event started in (B)(6) 2018. It was unknown if a surgical procedure would be performed. No further complications were reported.